Manufacturer narrative:
Visual inspection: screw migration was confirmed through inspection of the associated radiographic image. One screw at the caudal-most level of the plate appears to have migrated outward from the construct. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what caused the screws to migrate, although it is possible that factors such as pseudoarthrosis contributed to the issue. It was reported that fusion was not achieved and this may have contributed to the failure. Ultimately, no root cause for the migration could be determined based on the available information. H3 other text : hospital retained device.

Event description:
It was reported that a patient was revised approximately 4 months post-operatively due to a disengaged ozark plate locking mechanism and an ozark screw that had migrated. The screw was removed but the plate was left in place. This record represents the ozark screw.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient was revised approximately 4 months post-operatively due to a disengaged ozark plate locking mechanism and an ozark screw that had migrated. The screw was removed but the plate was left in place due to fusion. This record represents the ozark screw.